Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation was completed by an orthalign engineer. The complaint was confirmed and the issue was able to be replicated. The root cause was deteremined to be the user failing to adequately pin the microblock for neutral alignment per the surgical technique guide. Orthingalign will continue to monitor this issue. No further action is necessary at this time.

Event description:
Tibia measurements looked great, but was unable to get flexion numbers for the femur. Case was completed using the orthalign reference sensor for the tibia and standard instrumentation for the femur.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by inaccurate measurement.